Event description:
Pt's attorney initially alleged pain, substantial medical treatment, scarring, disfigurement and permanent injury as a result of defective mesh. Based on a review of medical records provided by the pt's attorney: ni/ni/ni - implant of unspecified "marlex" mesh (flat mesh). On (B)(6) 2003 - repair of recurrent incisional hernia with composix kugel mesh. Dense adhesions noted to previously placed mesh which were taken down. Two small enterotomies made, no contamination. The entire anterior abdominal wall appeared attenuated and weak. On (B)(6) 2003 - ER visit: cellulitis, abdominal wall incision, hyperglycemia. On (B)(6) 2003 - status post hernia repair: there is a small amount of gross fecal drainage coming from the mid portion of the incision. Some erythema around the site. On (B)(6) 2003 - explant of composix kugel mesh. Partial explant of flat mesh. Large amount of fecal matter present overlying the composix kugel mesh. On (B)(6) 2003 - bowel resection, fistula repair, partial explant of flat mesh. On (B)(6) 2003 - exploratory laparotomy with extensive enterolysis, partial transverse colectomy, small bowel enterectomy x2, right subclavian central venous catheter insertion, explant of flat mesh. Pt noted to be having problems with enterocutaneous fistula. Adhesions noted to mesh.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh;therefore we are submitting this MDR based on the additional info received. Currently it is unk whether the device may have caused or contributed to the reported event. The pt is reported to have developed adhesions, a hernia recurrence and fistula, which are listed as a potential adverse reactions in the product's instructions fur use. Additionally, the medical records note that the pt's abdominal wall was "attenuated and weak." No lot number has been provided and no sample has been returned; therefore, no mfg review or device eval could be performed. If additional info is provided, a f/u MDR will be submitted.